Event description:
The reporter stated the product (finger implant) broke during surgery. The surgeon removed the stem of the broken implant by milling. There was a dispersion of pyrocarbon micro fragments in soft tissues. Bone loss and diaphyseal crack to remove the rest of the implant was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.